Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -09.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to patient dissatisfaction. The lens was replaced with another same model/length but different diopter (-09.00) lens and the problem was resolved.